Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of obscuration in her vision along with it being blurry since day one post-implant in the left eye. The lens was explanted lens was replaced with a different model but same diopter. A vitrectomy was required. There was no patient injury reported. The explanted lens was discarded. Two weeks post-exchange the patient¿s vision has improved. No additional information was provided to johnson & johnson surgical vision.